Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR(s) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they spilled on their adc device and as a result, the device failed to turn on. The customer further reported that they were not feeling well and experienced a loss of consciousness however, the customer was able to self-treat with chocolate. No further information was reported. There was no report of death or permanent impairment associated with this event.